Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that he delivers a bolus, but the blood glucose reading keep going up. Customer was nauseated. The blood glucose reading at the time of the event was 459 mg/dl. Hospital treated with manual injection. Customer was hospitalized overnight. Nothing further reported.